Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Manipulation against resistance during retraction resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, heavily tortuous obtuse marginal coronary artery. A 2.25x12mm xience sierra stent delivery system (sds) failed to cross due to the anatomy. An unspecified sds was used along with a 190cm whipser guide wire, which felt resistance during advancement with the anatomy. The tip of the guide wire had become entrapped when the stent was deployed, and the guide wire tip separated during removal. An unspecified stent was used to entrap the separated portion of the guide wire fully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.